Manufacturer narrative:
The pump was received with all buttons responding properly. The keypad traces and keypad connector was inspected and no anomalies were noted. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart error, rewind, basic occlusion and displacement tests. No watchdog timeout alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Programmed multiple boluses and downloaded in care link pro. All boluses were properly recorded in download history report and in bolus history daily totals. No bolus history anomaly was noted. The pump was received with a cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed program alarm anomaly. The patient's blood glucose at the time of incident is unknown. The customer attempted to clear the program alarm anomaly but failed. The customer changed the battery and all of the buttons became unresponsive. Troubleshooting was initiated for the program alarm anomaly but could not be completed due to the unresponsive buttons. The insulin pump was returned and replaced.